Event description:
Access and deployment of a 28-16-140bl bifurcated device was uneventful. During deployment of a 28-28-75l proximal cuff, the physician placed the delivery system at renals and deployed the entire cuff at once (indications for use stated to expose two stent segments, position, then fully deploy). Due to the uncontrolled deployment, the cuff inadvertently covered the renals. The cuff was brought down with wires, however the proximal end was crumpled and there was n intraoperative proximal type I endoleak. A balloon was used in an attempt to iron out the end, however there was still a leak. A palmaz stent was used with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Indications for use instructs user to expose two stent segments, position, then fully deploy.